Event description:
It was reported that the device was used during a gastrectomy. It was reported that the staples would not close. Another device was used to complete the case. There was no consequence to the patient.